Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. Device sizing was determined with transesophageal echocardiography (tee). The landing zone was measured under the following views: 23mm at 0 degrees, 24mm at 45 degrees, 25mm at 90 degrees, and 24mm and 25mm at 135 degrees. Tee and fluoroscopy were used during the procedure. The patient's left atrial pressure was above 12mmhg. During the procedure the device was partially re-captured twice for optimal positioning. The device showed a tire-shape compression. Close criteria were met. A tension test was performed. The device was implanted. On (B)(6) 2024 it was noted on computed tomography (CT) that the device migrated. The device was still inside the left atrial appendage but had a large shoulder on the pulmonary vein side. A tee was requested for (B)(6) 2024. No intervention was required. The user believed the device migrated because the size was too small. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received and per event details, the reported device embolization appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.